Event description:
Medical records were received and available on disc. Records indicate patient is having hip pain. Patient states she is still having serious stomach pain, stress due to the hip pain, and the fear of metal toxicity. Update rec'vd (B)(4) 2013- patient was revised to address cup malpositioning.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 10/20/2016: pfs and medical records received. After review of the pfs and medical records for MDR reportability, part/lot numbers provided. Updated the cup.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2452679. A search of the complaint database search finds additional reported incidents against lot code 2451730 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.